Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced physical pain, stomach and vaginal pain, persistent infections, urinary incontinence, and will require additional medical treatments.

Manufacturer narrative:
(B)(4): the patient underwent mesh removal surgery on (B)(6) 2010 due to erosion.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.